Event description:
The reporter alleges the patient was found on the floor next to the scooter with an injury. The patient sustained a fractured hip. The patient was alone at the time of the incident.

Manufacturer narrative:
A pride representative evaluated the scooter in late 2008. The device operated according to specifications. No device failure. No further action required.